Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother also reported patient experienced pain at the site about 2 hours after application. Due to elevated bg levels, mother was unsure if cannula had properly inserted in the infusion site (leg). As treatment, a manual injection was delivered. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause pain during insertion and no issues were found. The exact cause of the reported events not be conclusively determined. Cracks were observed on the top and bottom housing of the device. Although damage was observed to the housing, it did not affect the functionality of the device.the following fields were corrected and are being resubmitted as needed: d4 model no: 18320. D4 catalog no: ble-i1-529.